Event description:
A female patient was undergoing a stress test on a ge/marquette case 8000 with associated treadmill. A doctor and a technician were monitoring progress using the bruce protocol. Patient had completed stage 1 at 1.7 mph, 10% incline, stage 2 at 2.5 mph, 12% incline and indicated that she would like to try the next level at 3.4 mph, 14% incline. Patient immediately indicated it was too much and requested that the md ramp the speed and inclination down. The technician was behind the patient to provide support in the event that she might fall, but the md inadvertently selected the exercise key instead of the recovery key, which increased the treadmill speed and inclination even further to 4.2 mph at 16%. This was repeated and the device sped to its 5th stage of 5.0 mph at 18% inclination. The patient could not keep pace and lost her footing. She held on with feet sprawled across treadmill and eventually lost her grip and fell. She received scrapes and bruises to her legs.